Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was identified as black rubbery material, but could not be further identified; the event was presumed to have been due to reprocessing that could not be conducted properly due to leakage at the biopsy channel and control section. A further cause of the leakage could not be presumed. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in gif-h185 operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif-h185 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, that the nozzle of evis exera iii gastrointestinal videoscope was clogged by a black rubbery material. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: the biopsy channel was pierced and leaky; there was air leakage from the body control unit; the plastic end cover had dents and gluing around lenses deteriorated; the bend section glue was separated and worn out; the connecting tube had wrinkles; the switch box unit had wear and tear; the electrical contacts of the plug unit were damaged; and the angulations and insulation on the distal end were out of specification. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.